Manufacturer narrative:
This report is being submitted to update section b1, b5, d6b, h1 and h6 impact codes. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that there were concerns about the life battery status of this pacemaker. Technical services e(ts) viewed the data, and it was found that the device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. The device was successfully reprogrammed. Per follow-up with the field, a replacement procedure has not yet been scheduled. No adverse patient effects were reported. This device remains in service. Additional information indicated that this device was successfully explanted. It is highly suspected that this device was explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that there were concerns about the life battery status of this pacemaker. Technical services e(ts) viewed the data, and it was found that the device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. The device was successfully reprogrammed. Per follow-up with the field, a replacement procedure has not yet been scheduled. No adverse patient effects were reported. This device remains in service.